Event description:
It was reported during onyx injection, onyx was noted leaking proximally from the distal tip of the catheter. Same event as MDR # 2029214-2010-00217.

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 9.9 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).